Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt recently moved and the pt was told their ins was at the end of life cycle. Pt could no longer charge any more, they could no longer use the antenna to turn it on and off and pt was needing to get mris done for surgery. Pt started having problems in november or december, pt tried in january or february but they could no longer charge or get commands. Pt noted they got a new antenna and controller unit mailed to them but neither one of them fixed it so the pts representative said it was near life cycle (see rtg0187163 and rtg0005587 for new equipment). Pt then spoke to a representative who was trying to get the pt an upgrade to their implant, pt noted they would rather get the surgery near them; pt was getting blood work somewhere else and they were setting up surgery but pt wanted something close to them pt was inquiring on getting in contact with a representative to find a doctor to see who does replacements in their area. Ps emailed local medtronic field reps. Pt had no managing hcp since they moved. Pt called back repeating already documented informa tion that in november or december they were told their ins was going into its end of service (eos) and it was needing to be replaced and they were seeing if they needed the ins or if it had problems. Now the pt could not do anything for they could not turn it on or anything. Pt said the ins was dead and would not charge anymore. Pt lost 30 pounds and they were able to put the antenna over the ins to turn it on but it was once out of every 50 or 60 tries. Pt started to make plans on having a doctor come up july 1st to do surgery (ps understood to remove the ins) but pt got covid symptoms a few days before and the doctor said don't come if they were sick. Pt was ready to get the ins replaced. Pt was now scheduled for an MRI on monday on their knee for a knee replacement. Pt noted they had gone 2 years needing a knee replacement. Pts MRI facility said they need the okay from medtronic to get an MRI or they could not do the MRI. Pt said the ins was completely dead and they had probably had half a dozen mris due to cancer. Pt was needing someone from medtronic to call the MRI facility giving the okay to have an MRI. Ps reviewed the ins was in a possible over discharge state, pt said they had jumpstarted their ins two times in its lifetime. Ps reviewed MRI guidelines and redirected the pt to their doctor. Ps also provided pt with nas phone number since pt wanted to speak to a local medtronic field representative. Pt was asking quest ions about how the ins was implanted, ps redirected pt to their hcp for further questions. The caller stated that the patient claimed that the battery is dead and it has reached end of life. Remote won't turn on and cannot communicate with the implanted device. Caller does not know managing doc. Caller states the pt's ins is 'not working' and has been 'dead' for six months. Caller was redirected to hcp.